Manufacturer narrative:
Consumer stated using nix ultra liquid (dimethicone, mineral oil) with no mention of using nix lice control spray (permethrin).

Event description:
Initial (15-jul-2020): this serious case reported via telephone refers to a (B)(6)-year old male consumer with a medical history of epilepsy. Consumer is on anti-seizure medications. No known allergies. On (B)(6) 2020 consumer's parent used nix ultra lice removal kit to treat head lice on her son's scalp and the child developed seizures after each application. It was reported that these seizures were different than the seizures he normally experiences and she had to administer an unknown anti-seizure injection. Consumer's parent was advised to discontinue use of nix products and follow up with physician to discuss reaction and alternative treatments. Company advised this is not an expected reaction. This case outcome is resolved. Meddra version (B)(4). Expectedness: seizure: unexpected. According to the company reference safety information: (B)(4).